Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a filmy adhesion, severe pain, peritonitis and required re-operation following an unspecified laparoscopic gynecological surgery in which floseal was used to stop bleeding. Irrigation was performed to remove the excess floseal during the surgery. Ten days post-operatively, the patient presented with severe pain. The patient was re-opened, which revealed the presence of peritonitis, a small patch of floseal and a filmy adhesion. The cause of the severe pain, filmy adhesion and peritonitis was not reported. Adhesiolysis was performed and the patient was washed out using three liters of fluid (unspecified). No further information regarding pertinent surgery details or patient outcome could be obtained. No additional information is available.